Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported a stroke occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was successfully implanted. The patent had their 45 day follow up transesophageal echocardiogram (tee) and everything looked good. About seven or eight months post procedure, the patient presented to the hospital with a stroke. The patient received tpa. The symptoms resided and the patient was discharged. They are doing well. Another tee will be performed. To monitor the patient. It was noted that the arrhythmia team does not believe the stroke was related to watchman ® closure device because the watchman ® passed everything at the 45-day and the patient had other co-morbidities that may have contributed to it.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was on clopidogrel 75mg daily upon discharge from the initial procedure. On (B)(6) 2018, the patient presented to the hospital with witnessed onset of difficulty with speech and altered mental status. A transthoracic echocardiogram (tte) was performed on (B)(6) 2018. He closure device was not well visualized. The patent was not on warfarin at the time of the stroke, but was taking 81mg of aspirin daily.